Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3387-28 lot# b0939711k implanted: (B)(6)2009 explanted: (B)(6)2018 product type lead product ID 3387-28 lot# b0942077k implanted: (B)(6)2009 explanted: (B)(6)2018 product type lead product ID 37085-60 (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2018 product type extension product ID 37085-60 (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2018 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient developed an infection around the deep brain stimulation (dbs) brain leads and extensions. There were no diagnostics / troubleshooting performed and there were no environmental/external/patient factors noted that may have led or contributed to the event. The actions/interventions taken to resolve the event included explanting the leads and extensions on (B)(6)2018. However, the device disposition of one of the extensions was noted as "implanted - remains in service". Follow-up is being performed to obtain clarification on this conflicting information. The event was considered resolved at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated both extensions were, in fact, explanted. It was clarified the ins and extensions were explanted on (B)(6)2018, and the leads were explanted on (B)(6)2018.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, ubd: 29-mar-2015, UDI#: (B)(4), product type: extension. Product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, ubd: 29-mar-2015, UDI#: (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an infection of their ins pocket. No external factors were known. Antibiotics treatment was administered. The ins and extensions were explanted on (B)(6) 2018. The issue was resolved at the time of the report. No further complications were reported as a result of this event.